Event description:
It was reported that during a routine check , the cs100 intra-aortic balloon pump (iabp) machine is not switching on the power supply board. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10. Additional information: event site postal code: (B)(6). Event site state: (B)(6). A getinge field service engineer (fse) evaluated the unit and stated that machine is not switching on the power supply board. No one was harmed onsite. Then reported issue was resolved by replacing the power supply. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a